Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that there was a hospitalization due to a low blood glucose of 24 mg/dl. The customer was wearing the insulin pump at the time of hospitalization and was treated with an IV.